Event description:
It was reported that during a revision surgery to the right clavicle for a non-union on (B)(6) 2014, it was noted that three cortex screws on the medial side of the plate had pulled out. All existing implants were removed and the patient was revised to a new clavicle plate. The surgery was completed successfully without any time delay and/or additional medical/surgical intervention. The patient outcome was good. This report is for an unknown 3.5 mm cortex screw. This is report 2 of 4 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown 3.5 mm cortex screws. Partial number reported as: (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.